Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaints review was completed in february 2014 and in june 2014 for all attune trial instruments, following 25,000 and 50,000 surgeries, inclusive of the attune femoral trials, articulation surface trials, and the patella trials. Findings of the complaints review prompted dfmea updates where applicable. The root cause is attributed to user mishandling as the initial report stated the device was inadvertently dropped causing the breakage. Based on the root cause of user mishandling, corrective action is not needed. Monitor subsequent reports via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
In cpd, someone dropped an instrument pan on the trial and it cracked in half.